Manufacturer narrative:
During troubleshooting efforts between merge technical support and the customer, it was found that the coil cable connected to the link assembly had been disconnected. Once reconnected, it was reported that the hemo system worked correctly. Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence with statements in the general equipment care section such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required;" and in the faq section, "question: why isn't the system showing any waveforms or numbers? Answer: check for the green light on the pdm and ensure the link is up. Check to see if any cables are disconnected." For this reason, conclusions code (human factors issue) was used.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the led indicator lights were not lit on the link assembly suggesting that there was no power to the device. Subsequently, there was a loss of patient monitoring; however, the customer also reported that portable equipment was used and there was no delay for the procedure. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. The customer reported that procedure was completed successfully with external monitoring. (B)(4).